Event description:
It was reported by the practice: patient was treated in early (B)(6). The clinician used lidocaine with epi infiltrations throughout the face and neck. She is reporting bilateral swelling. On (B)(6) 2013, bilateral swelling was reported to be diminishing. On (B)(6) 2013, practice reports: she still presents with hyperpigmentation and indented lines on the neck.